Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The therapy electrodes that were used during the event were disposed of by the customer following the event; therefore they were not available to physio-control for evaluation. Additionally, the customer advised physio that they use both physio-brand therapy electrodes, as well as third party therapy electrodes, and they are not sure which were used during the event. Based on the information available, the likely cause of the reported issue was the original therapy electrodes, however, because they were disposed of by the customer following the event the cause could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via therapy electrodes (brand, lot code and expiration date unknown).  The customer advised that although their device was properly connected to the patient, that the device continually stated to "connect electrodes."  Personnel checked the therapy electrodes, their connection to the device and placement on the patient; however, everything appeared to be correct.   A backup device arrived on-scene along with an ems crew and was connected to the patient using the same therapy electrodes.  The backup device also provided a "connect electrodes" message despite being properly connected to the patient.  The ems crew then removed the original therapy electrodes for a new set which resolved the reported issue, and were able to detect the patient and continue patient care. No information about the patient or the event were provided.  The patient's outcome was not reported. Physio-control has made multiple attempts to obtain information about the patient and the event; however, no response has been received.